Event description:
It was reported that during the implant procedure, the right ventricular [rv] lead insulation and coil were damaged when the lead was pulled out of the "oversized" introducer multiple times. The rv lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that exposed defibrillation superior vena cava (svc) conductor was distorted from being pulled/stretched/overstressed and there was apparent implant damage. The analyst commented that the svc defibrillation coils were separated on the proximal end of the coil. The report of damage indicated the lead was withdrawn from a safe sheath introducer. The safe sheath introducer is designed to have the lead inserted and then the introducer split or slit off. The coils can be damaged by pulling the lead out of a safe sheath introducer.